Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon partially inserted a 12.6mm vticmo12.6 implantable collamer lens, -10.0/+2.0/102 diopter, but due to intraocular positive pressure, the surgeon could not implant the lens completely. The reporter indicated loose zonules were suspected and the anterior chamber collapsed. The lens was removed without any patient injury or complications and no other lens was implanted.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in micro-centrifuge vial. Visual inspection found the lens returned in three pieces. There was residue on the lens. (B)(4)